Event description:
Pt was implanted with a saline prosthesis on 9/24/95. On 8/22/96 the physician noted that the pt had developed a seroma in her right breast. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence. Product evaluation attached hereto.